Event description:
It was reported that the lead could not be implanted due to the patients anatomy. Another lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Primary results revealed no anomalies found. Blood was present in/on the helix/lobe mechanism.